Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The user in (B)(6) reported blood glucose results of ¿8.3 and 6.3 mmol/l¿ with the lifescan meter. It is not known how much time elapsed between the two readings, however, if the results were taken within 20 minutes from each other based on statistical mythology, the calculated differences of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. There was no injury or medical attention sought due to the issue. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.